Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and found to have two bent grips, resulting in misalignment with an offset of 1.07 mm at the tips. No cracks were observed in the grips. Further inspection identified one grip tang to be bent and another grip tang to be dislodged. The complaint was confirmed by failure analysis. The probable root cause of the bent instrument grip tips is attributed to use-related damage, as moderate misalignment can occur from grasping hard tissue or objects, or from collisions with other instruments during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the force bipolar instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument's jaws did not align properly. While in use, the groove in the joint area protruded, preventing the robotic arm from detaching from the trocar, so a new arm was used instead. This was the sixth time the arm had been used. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred when the surgeon was retracting the mediastinal mass using the force bipolar. The jaws did not align properly but were not stuck on tissue. There was not any unexpected tissue removal or adverse from grasping tissue. The instrument and cannula were removed together. No additional port was placed.